Event description:
It was reported a spectrum pump had false downstream occlusion alarms. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false downstream occlusion alarms were confirmed through the event history log, but were unable to be reproduced. Further evaluation found the fluid number readings from the sensor to be above specification with a fluid filled set. Also, the downstream pressure plate gap was out of specification. Both these factors contributed to the reported condition. The downstream sensor was replaced.